Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the delivery catheter system (dcs) was observed to have a spine of nitinol protruding out of the capsule. The catheter was never implanted and was replaced. There was no patient involved.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. D9. H6. Product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, the dcs was received without a valve loaded within the capsule. Visual analysis showed the handle and capsule were closed. A bend was evident to the catheter shaft. Delamination was observed to the proximal capsule. A nitinol protrusion was evident on the distal capsule. Exposed nitinol was noted on the capsule ribs. No other deformation was evident to the remainder of the device. The reported protrusion was confirmed through analysis. Conclusion: the investigation remains in-progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the delivery catheter system (dcs) was observed to have a spine of nitinol protruding out of the capsule. The catheter was never implanted and was replaced. There was no patient involved. Additional information was received to clarify the dcs was not inserted into the patient's vasculature. A short procedural delay was observed until the valve was loaded onto a new dcs, inspected, and ultimately implanted. Additional information was received to report the nitinol protrusion was noticed during the valve loading procedure. It was not known when the nitinol protrusion occurred or how it was caused.

Event description:
It was reported that the delivery catheter system (dcs) was observed to have a spine of nitinol protruding out of the capsule. The catheter was never implanted and was replaced. There was no patient involved. Additional information was received to clarify the dcs was not inserted into the patient's vasculature. A short procedural delay was observed until the valve was loaded onto a new dcs, inspected, and ultimately implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.